Event description:
Two year old female with medical history of atrioventricular canal and tetrology of fallot status post pulmonary valve replacement with homograft underwent another right ventricular outflow tract procedure using a 15mm pulmonary homograft and a mitral valve replacement on 06/22/1995. On 03/06/1997, pt had valve explanted and replaced with an 18mm pulmonary homograt due to outgrowth. Operative report notes the homograft was still pliable. Leaflets not calcified, but valve obstrcuted due to somatic growth. Site does not relate the event to the homograft.